Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, titan touch was explanted due to pump malfunction.

Event description:
According to available information, titan touch was explanted due to pump malfunction. The inflatable penile prosthesis was removed/replaced on (B)(6) 2016 due to a pump malfunction. The date of implant was not provided.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted in the bladder of both cylinders. These were both sites of leakage. The surfaces appeared to be smooth and straight, indicating contact with sharp instrumentation. The information received indicated a pump malfunction was noted, but the information did not indicate if it was during the implant procedure or a revision. Based on examination and testing of the returned components no functional abnormalities were noted with the pump component. A separation was noted in both cylinder bladders with surfaces that were straight and smooth, indicating contact with sharp instrumentation. The inlet tube of the pump was longer in length indicating the tubing may not have been shorted yet for implant. Therefore, based on the limited information received and examination of the returned components, quality is unable to confirm the reported pump malfunction, but also is unable to confirm when the separations in both cylinder bladders may have occurred. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.